Event description:
It was reported that one of the four closure tops was not fully seated in screw head even though the maximum torque was applied. There was no delay to the case and no patient impact. There is no current plan to revise the patient and the surgeon will monitor the patient.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Manufacturing records review indicated device was manufactured to applicable specifications. Based on the investigation, the need for corrective action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.